Manufacturer narrative:
The mayfield swivel horseshoe headrest (a1012) was returned for evaluation: failure analysis - investigation of the returned unit was unable to duplicate slippage. However, the slide bar was re-pinned due to being loose, the washer and retaining ring were replaced due to being worn, and the large starburst was machined to add a helicoil. Additionally, all worn components were replaced with new parts, and general maintenance and cleaning were performed. Root cause - probable root cause is routine use and wear. The starburst teeth showed some wear but still passed all functional testing. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the mayfield swivel horseshoe headrest (a1012) was ¿slipping¿. No patient injury or surgical delay has been reported.